Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the blade broke. Another device of the same product code was used to complete the procedure. There was no patient consequence.